Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed a fill estimate of 7 units. The customer's blood glucose level was 149 mg/dl. Reportedly, the customer reloaded the cartridge successfully and received an accurate fill estimate.